Event description:
Acct reports: "found an injection site at a stopcock connected to a "ra" port on a swan line. No leaking of fluid noted. Used this product on the riverside in intensive care unit using stopcocks and never had a problem there. States the inverted septum has occurred 3-4 times since 5/98. Seems to be more of a problem with 1cc syringes. Sample available. No further info available from acct. Occurred 9/18/98.